Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# j11177r56, implanted: (B)(6) 2002, explanted: (B)(6) 2007, product type: catheter. Product ID 8731, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2007, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain and degenerative disc disease. The date of the event was unknown. It was reported the patient had significant problems with the pump. The pump had a leak and was removed in 2007. Per the operative report the procedure was done (B)(6) 2007. The principal diagnosis was cerebral spinal fluid leak related to an intrathecal morphine pump. The procedure was removal of the pump and repair of the spinal fluid leak. The patient had several surgeries to stop a spinal fluid leak. The patient had a cardiac event during one of the procedures and had been on chronic anticoagulation. The patient¿s cardiologist had not wanted him to go through a general anesthetic to repair this, so a couple of months prior to the procedure the hcp attempted to do a simple repair posteriorly with pursestring sutures. Despite that, it continued to leak. The hcp indicated to the patient it was best to have the pump explanted and consider other alternative forms of pain management. The patient had never done very well with the morphine pump to control his pain. The back incision was opened up and upon doing so, there was immediate spinal fluid leakage from the large pseudomeningocele that had formed from leaking along the catheter in the subcutaneous tissue. The wound was then opened up. The pump and catheter were removed. A lot of spinal fluid came out through the catheter track where it had been leaking along the catheter. A blood patch was done and the spinal fluid stopped leaking along the track.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2017-may-18. The hcp didn¿t seem to have notes from before 2007-sep-11. The questions needed to go to the patient¿s previous surgeon. The patient had surgery on (B)(6) 2007 for lumbar spinal fluid leak. The patient presented roughly five months ago (as of (B)(6) 2007) with a large fluid collection underneath his lumbar incision most consistent with spinal fluid leak along the catheter. The hcp dissected down through the scar tissue and entered a large pocket of clear-appearing fluid consistent with spinal fluid that was cultured with aerobic and anaerobic and sent to microbiology. The catheter was freed up from the scar tissue. The hcp placed pursestring sutures on both sides of the spinous process and the catheter to stop the leak along the catheter. The hcp inspected the catheter and the connection. There did not appear to be a leak from the catheter and the hcp suspected it was coming along the catheter from the intrathecal space. The hcp did not see any leaking along the catheter tract. The hcp then cut out part of the scar tissue from the pocket. The patient had a surgery on (B)(6) 2008 for the placement of a stimulator and a l1-l3 repair of a spinal fluid leak. The patient was a (B)(6) who had a long history of back problems. The patient had multiple operations on their back in the past. Then roughly three years ago (as of (B)(6) 2008), the patient had a morphine pump placed and was complicated by a spinal fluid leak. The patient went through multiple revisions on that pump. The patient presented in 2007 and the hcp tried to oversew that leak in the operating room (or) because the patient had a hard disk history; however, the patient continued to leak. The patient never felt he got much benefit out of the morphine pump. Thepump was removed and the leak was oversewn. The patient continued to have a spinal fluid leak after the pump was removed. It was stated that the spinal fluid leak had been going on for years. The hcp focused on the l1-l2 level where there was a bulging of the skin where the patient had a spinal fluid leak. It was stated that there was obvious spinal fluid outside the thoracolumbar fascia. The hcp saw where the old morphine pump catheter had gone through the dura and they did not see any obvious spinal fluid leak coming from the hole. The hcp valsalvaed the patient and then the spinal fluid began to come out and bubble up. So, the hcp clearly identified the area of the leak. It was stated that this was complicated by a myocardial infarction. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.